Event description:
It was reported that the tips of two drill bits broke off once the handpiece was activated. There was no patient injury.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned and product evaluation is currently underway. The preliminary analysis confirmed the drill bit tips were detached. Results: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
Evaluation summary: upon evaluation, the shafts on both of the returned samples were broken close to the distal end. The broken pieces measured approximately 1.7cms. One sample showed circular wear marks, possibly indicating excessive use/handling of the device by the customer and long run time. The second sample did not exhibit any obvious markings on the shaft. The breakage appeared to have occurred at the sharp corner / break edge. The outer diameter of the shaft measured approximately 0.0920" which meets the required specification of 0.092"+.0006-.0000. Under magnification, the drill bit tips did not reveal any obvious damage or fragmentation. The customer¿s complaint was confirmed; the exact root cause of the complaint was not confirmed, the most likely / probable cause of the issue appears to be related with customer misuse / mishandling of the product.